Manufacturer narrative:
H6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. H11: an axios stent and electrocautery-enhanced delivery system was received for analysis. A visual examination of the returned device found the stent fully covered and undeployed. A functional examination was performed, revealing high resistance when the catheter passed through the luer. The stent was successfully deployed but exhibited slow expansion. Furthermore, it had not fully expanded even after an hour and a half. No other damage was observed on the stent or the delivery system. The product analysis confirmed the reported event of stent first flange failure to expand, as the stent presented slow expansion after full deployment. A review of the records for this production lot was completed. No out-of-specification conditions were identified, and the stents in this lot met specifications at the time of manufacture. The design and development of the axios stent ensure that its dimensions at the time of manufacture provide adequate performance in a clinical setting throughout the device's shelf life, rather than throughout its entire lifespan. Additional specifications, such as stent retention force, further ensure the stent's performance in a clinically relevant manner throughout its shelf life. In a procedural setting, additional factors and steps influence the stent's positioning, where its ability to expand is dictated by the anatomy rather than by manufacturing dimensional specifications. Stent expansion rates can also be negatively impacted by factors such as compression, time, temperature, and humidity. Therefore, slow stent expansion events are anticipated, and the axios instructions for use (IFU) provide remediation strategies, such as post-deployment dilation of the stent with a balloon catheter. The most probable cause of the reported issues cannot be determined due to a lack of evidence. The complaint details regarding the circumstances observed by the user during the issue are insufficient to identify additional potential root causes. Considering all available information, the investigation concluded that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the first flange did not open inside the pseudocyst. Another axios stent was used to complete the procedure. There was no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 9, 2024: it was reported that the axios stent was to be implanted transgastric to the pancreas. During the procedure, the first flange of the stent did not expand after being deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the first flange did not open inside the pseudocyst. Another axios stent was used to complete the procedure. There was no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on december 9, 2024: it was reported that the axios stent was to be implanted transgastric to the pancreas. During the procedure, the first flange of the stent did not expand after being deployed.

Manufacturer narrative:
Block b5 has been updated with the additional information received on december 9, 2024. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the first flange did not open inside the pseudocyst. Another axios stent was used to complete the procedure. There was no patient complications reported due to this event. The patient's condition at the conclusion of the procedure was reported to be stable.